Manufacturer narrative:
Alleged failure: tip of shaver broke off. Probable root cause: inadequate window profile, inadequate welding process, improper material strength, inadequate size selected for the application, material brittleness , excessive force applied by the user. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip of the blade broke off. The broken piece was retrieved from the patient and surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the blade broke off. The broken piece was retrieved from the patient and surgery was completed successfully.